Event description:
The customer reported that a nurse was in the room, the red alarm light came on but no alarm sound. She noticed the speaker malfunction inop and called biomedical engineer. At the time of the alleged malfunction, the device was being used for clinical monitoring. No patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a nurse was in the room, the red alarm light came on but no alarm sound. She noticed the speaker malfunction inop and called biomed. There was no allegation of an adverse event or any patient or user harm.